Event description:
A hemodialysis (hd) clinic manager contacted (B)(6) customer service to report gloves smell strongly of ammonia. Staff members experiencing reactions after wearing. These gloves that included itching and burning of hands that could indicate an allergy or contaminant. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).